Event description:
It was reported that related to infusion bag damaged by nurse and in standby mode, before use, the cs300 intra-aortic balloon pump (iabp) made it short and burned outlet. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) made it short and burned outlet .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 pump. Getinge fse performed troubleshooting and found a faulty pwr sply/chrgr w/o ext dc inpt. Power supply was replaced and diagnostic and functional tests performed. Equipment in normal operating conditions. Repair completed. Operational tests carried out with positive results. The unit was returned to the customer for use.